Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During analysis, the patient right atrial (ra) lead was found to be dislodged and had no capture threshold measurement. The physician elected to reposition the ra lead. However during the ra lead repositioning, the stylet could not be inserted into lead. The ra lead was explanted and replaced. The patient was in stable condition throughout.